Event description:
It was reported to philips that the allura device would not produce x-rays when the wired footswitch was pressed. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the connecting cable between the footswitch and the allura device. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a poor contact in the connection of the triggering pedal. Fse tested the pedal at crcb (control room connection box), it was found that the pedal connector was missing pin 2. Fse replaced the wire bundle tbcb (table base connection box) board. After replacement of the tbcb (table base connection box) board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.